Event description:
As reported, as they were pulling out a 5f mynxgrip vascular closure device (vcd) the shaft came loose from the deployment handle. After deployment the tech pulled tension and the device came apart. There was no reported patient injury. Closure did not fail and the issue occurred at the end of the three minutes. The deployer was mynx certified. Manual compression was held for twenty minutes for hemostasis. The device was used in an interventional angiogram using a retrograde approach. The device was used with a 6f cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The groin closure was successful. The device was later returned for evaluation as previously expected. Addendum: per product evaluation, a complete separation of the catheter shaft was observed.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, as they were pulling out a 5f mynxgrip vascular closure device (vcd) the shaft came loose from the deployment handle. After deployment the tech pulled tension and the device came apart. There was no reported patient injury. Closure did not fail and the issue occurred at the end of the three minutes. The deployer was mynx certified. Manual compression was held for twenty minutes for hemostasis. The device was used in an interventional angiogram using a retrograde approach. The device was used with a 6f cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The groin closure was successful. The device was later returned for evaluation as previously expected. One non-sterile mynxgrip vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a non-cordis catheter sheath introducer was returned inserted on the device. The sealant was not returned for this evaluation, and the advancer tube was exposed. A complete separation of the catheter shaft and shuttle tube was observed, along with multiple severe kinks near the shuttle segment, compromising the device's structural integrity and intended function. The deployment simulation could not be performed as the unit's condition completely compromised the intended use of the device. A high-magnification evaluation was conducted on the separated and kinked portions. During this analysis, elongations and deformations typically associated with excessive tensile force application were observed. Slit presence verification could not be performed as the distal section of the shuttle tube, where the slit is located, was not returned with the unit. The reported ¿catheter detachment¿ was observed upon evaluation of the returned device, which demonstrated complete separation between the catheter shaft and shuttle tube. The device otherwise functioned as intended during the clinical procedure, as evidenced by successful sealant deployment, achievement of hemostasis, and the absence of patient injury. The observed separation is most consistent with mechanical overload during removal, with severe kinking near the shuttle segment serving as a likely stress concentrator and weakening the structural integrity of the device. Findings of elongation and deformation patterns further support exposure to tensile forces beyond the device¿s design limits. While the precise mechanism cannot be determined with certainty, procedural handling factors appear to have contributed to the separation. In addition, a 5f vascular closure device was used in conjunction with a 6f sheath, which may have influenced device performance. According to the information in the instructions for use (IFU) which are not intended to mitigate risk, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen (figure 6). Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.